Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, after the guidewire was passed through, dilatation was tried to perform using this device; however, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.